Event description:
The customer used the device to check their blood glucose and obtained a result of 170 mg/dl. They experienced hypoglycemia and emts were called. The emts checked their glucose and the level was 30 mg/dl, they were taken to the hospital and treated for hypoglycemia. The customer also reported two other similar events of hypoglycemia. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.